Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the surgeon elected to convert to an open approach after the intraoperative tumor location could not be confirmed. This was not considered a complication because the surgeon had completed the descending colon resection. However, the tumor location could not be confirmed, meaning the surgeon was unable to visually verify that the tumor was present within the resected specimen. Although the preoperative colonoscopy suggested the tumor was in the proximal descending colon, it was later identified in the mid-transverse colon. Port placement had been planned for a left hemicolectomy, and once the resection needed to be extended to locate the tumor, the surgeon could not adequately access or work in the transverse colon using the existing configuration. This limitation was related to the initial surgical plan and port placement based on the expected tumor location, not to patient anatomy. There was no bleeding beyond the expected amount for the procedure that occurred as a result of this event. The procedure was then successfully completed. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The patient tolerated the change in approach and did not experience any postoperative complications. There are no concerns about this event causing any long-term complications, and the patient has since been discharged and was reportedly well.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure.